Event description:
The report forwarded by the FDA stated there was a bovie burn on the inner aspect of the left arm, that was approx 1.5 x .5cm. This was a partial thickness burn which was dressed with xeroform.

Manufacturer narrative:
To date, 7 calls have been made to the site and no answers to our questions have been answered yet. The questions asked were: that devices were involved in the procedure, part #s, s/n and lot #s. Degree of burn? Outcome for pt? Are any parts available for return and investigation? Will you return them for us to evaluate? Narrative of how burn occurred and opinion of what happened by staff? Incident date?. Gender, age, weight of pt?